Event description:
The customer reported that a falsely depressed carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result was not reported to the physician(s). The sample was repeated on an alternate dimension vista 1500 instrument. The repeat result recovered higher than the initial result and was within the expected range. The repeat result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2 result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 1500 instrument. Quality control (qc) and calibration were valid on the day of the event. With siemens remote assistance, the customer ran service method testing, which had multiple failures. A siemens customer service engineer (cse) was dispatched to the customer site. During this visit, the cse ran service methods troubleshooting and it failed for sampler alignment. Then, the cse replaced the sample mixer and ran qc and calibration, which recovered acceptably. Siemens further evaluated the event and concluded that a malfunctioned sample mixer potentially contributed to the falsely depressed co2 result. The instrument is performing according to specifications. No further evaluation of this device is required.